Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty the liner was fractured due to improper surgical technique. The liner was placed into the shell and then the head was attempted to be placed. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical device: UDI# (B)(4). Upon visual inspection the liner had been impacted into the shell and could not be removed without further damage. Damage was identified in all six of holes between the liner and the cup. The liner fractured near one of the six holes, which possibly caused by extraction but cannot be confirmed. Review of the device history record identified no deviations or anomalies would contribute to reported event. The liner was assembled with the cup by mistake, before the head was assembled. Therefore, the root cause can be attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.